Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as an irritated skin break down. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse provided care for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.